Manufacturer narrative:
The actual device was not available for inspection and evaluation. No further investigation could be conducted since the lot number was not provided. Hence, the complaint will be closed as inconclusive.

Event description:
The dentist reported that the abutmnet screw was breaking when torquing into place. The proceudre was perfomed on tooth location number 20, but no serious injury was reported to the patient. This incident was reported in (B)(6) 2016. No serious reported to the patient and all parts were retrieved from the patient's mouth. Also, the doctor stated that the reason of broken screws was absolutely torque and the torque used was 20 newton.